Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: japan. It has been reported that upon opening the product package, a white powdery substance was present.

Manufacturer narrative:
Samples received: 1 open pouch. Analysis and results: there are two previous complaints of this code batch, one of them regarding other issue (not related to leakage). The (B)(4) units of this product were manufactured and distributed in the market, there are no units in stock. Reviewed the batch manufacturing record, there is a deviation prior to the release of the product. The deviation was an approval of the defective ampoules. One open unit was received and checked. Leakage of the liquid glue through a line that seems to be connected to the injection point of the ampoule can be observed. The ampoule received has a tear near the injection point on the surface of the ampoule and as a consequence of that,there is leakage of the liquid glue through the cannula, thus provoking glue polymerization outside the ampoule. Final conclusion: we conclude that the complaint is justified. Corrective/preventive actions: the supplier of the ampoules is to be informed about the finding.